Manufacturer narrative:
Explant evaluation summary: the device was returned to w.l gore & associates for investigation. Submitted in formalin was a gore cardioform septal occluder and free-floating tissue fragments. The graft material was uniformly covered by thin, shiny, light-tan tissue. The waist region of the device contained abundant light-tan, firm tissue that extended over the peripheral portion of both discs. There was an irregularly shaped disruption of the graft material on the left disc with light-tan, friable to variably firm tissue underneath. High-resolution x-ray images were obtained, and there was no observation of wire discontinuities. Microscopic examination of surface adherent tissue and graft material from various areas on the device was performed. Microscopic examination revealed the tissue fragments consisted of a thick coagulum of fibrin, neutrophils (suppurative inflammation), and hemorrhage, consistent with vegetative growth. Suppurative inflammation extended to the external surface and internal compartment of the disc, obliterating the pre-existing mature fibrovascular tissue. Rare gram-positive cocci were visualized and were interpreted to be the cause of inflammation and vegetative growth. Clinical correlation is recommended to identify the root cause of infection. The waist region of the device consisted of normal atrial tissue.

Manufacturer narrative:
A review of the provided images stated the following: the image revealed a large mobile mass proliferated on the septal occluder. The large mass was located near the inferior margin of the left atrial disc and extends out into the left atrium above the atrioventricular valve. Apart from that, the gore cardioform septal occluder looks stable and there is no display of residual shunt at the atrial level. The occluder was surgically removed and the suspected mass was noted as a vegetative growth on the left disc. A review of the manufacturing and sterilization records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported the physician implanted a 30mm gore® cardioform septal occluder to close a patent foramen ovale(pfo) on (B)(6) 2022. At a follow-up appointment approximately on (B)(6) 2023, the patient had a fever, and a vegetative growth was noted on the left disc. The device was surgically removed and the pfo was closed. The patient was doing well following the procedure.